Event description:
The patient reports experiencing "total loss of near vision" immediately after implantation of the crystalens os. In addition, the pt reports "poor midrange vision" and "increased difficulty performing daily work-related requirements". The patient's preoperative and postoperative refractions and bcvas have not been provided at this time. Additional info has been requested from the physician.

Manufacturer narrative:
The device history records were reviewed, and there were not discrepancies or unusual findings.